Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that six months prior the device's battery status showed one year remaining. At the current follow-up visit, the battery status indicated two and a half years remaining. However, after normal device testing, the battery status changed back to one and a half years remaining. It was noted that the auto capture feature is on in the device and the right ventricular (rv) lead threshold measurement had decreased from 3.5v at the previous device check to 0.9v currently. Boston scientific technical service advised the sales representative that the fluctuating threshold measurements with the auto capture feature on is changing the output and the device has to recalculate longevity. No adverse patient effects were reported.

Event description:
New information was received that eight months later the device was explanted for normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated as necessary.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol detailed analysis of the memory noted that elective replacement time (ert) was declared two days after explant. The device was returned for analysis (B)(6) months after explant and had reached eol at approximately (B)(6) days after explant. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, estimated longevity remaining appeared to deplete more quickly than expected during routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Manufacturer narrative:
--

Event description:
The device was returned and underwent standard analysis testing.

Event description:
--